Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported they were having problems with the tracheostomy tube's inner cannula and that it did not fit properly and easily came out of the outer cannula. The cannula was removed and replaced. Additional information has been requested to determine if the outer or inner cannula was replaced and the date the event occurred.